Event description:
A patient was referred for prophylactic generator replacement surgery. High lead impedance was identified preoperatively during a system diagnostic test, prompting both the lead and generator to be replaced. The company representative who attended the surgical case reported that an impedance value of around 5000 ohms was observed preoperatively. The existing generator was replaced with a new one, and 3 system diagnostic tests resulted in high impedance. An additional system diagnostic test resulted in an impedance value of 7900 ohms. The lead pin was reinserted and the generator header was inspected for debris. After pin insertion troubleshooting was performed, high impedance was observed an additional time. The company representative reported that the lead had not been inadvertently cut during surgery. The physician elected to replace the lead with a new one, resolving the high impedance. Upon examination of the explanted lead, it was observed that the lead had been compromised in several places along the lead body. The explanted lead and generator were discarded by the explanting facility and were not returned to the manufacturer for analysis. No additional relevant information has been received to date.